Manufacturer narrative:
The device was not returned for evaluation as the valve is still implanted in the patient. Per the instructions for use (IFU), valve malposition and embolization are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic/mitral valve stenosis. Deployment of the sapien 3 valve in stents in the supra-hepatic ivc is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. In this case, there was no allegation or indication a device malfunction caused or contributed to the event. The cause of the malposition is unknown, however, may be due to patient factors (size of the ivc) and or procedural factors (device manipulation). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Prior to deployment of a 29mm sapien 3 valve, 2 stents were placed in the supra-hepatic inferior vena cava (ivc) due to its ¿extreme large diameter¿. The s3 valve was deployed in the ivc position by transvenous approach inside two stents and it was determined that the valve was deployed too high. A decision was made to deploy a second 29mm valve in a lower position. The valve was deployed in good position. The patient was stable. There was no device malfunction.